Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist dialed into the server and navigated to synchronization information under patient encounter system, filtered by the affected station, dialed into the station, logged in as carefusion admin, and reviewed the database synchronization log files for synchronization, identified a database synchronization error, referenced knowledge article (ka) - retry: insert into purge.purgestatistics, ran the validation query, and proceeded with the corrective steps outlined under knowledge article (ka) - dispensingdevicekey is not null. After completing the steps, the database synchronization log confirmed successful synchronization, returned to the server to verify synchronization status for the affected station, and the customer was informed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was not communicating with the server while the rss status displayed as online. There were no delay or adverse events or injuries reported based on this event.